Event description:
It was reported that the patient received inappropriate therapy due to noise on the rv lead. Variation in rv sensing was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.